Event description:
It was reported that the patient passed away. No information was given on the cause of death. The outcome was not considered device or therapy related. An autopsy was not performed. No further information will be provided.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.